Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for suspected atrial fibrillation (af) with rapid ventricular response detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular fibrillation (vf). Intermittent atrial undersensing was also noted on the right atrial (ra) lead. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.